Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the nc trek coronary dilatation catheter was prepped without issues. While loading the nc trek onto a guide wire, outside the patient's anatomy, the nc trek catheter shaft was straightened and then the hypotube separated into two pieces. The device was removed without issue and set aside for return. The device had not entered into the patient's anatomy. There were no noted adverse patient effects due to the separation and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). A visual inspection was performed and the reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted hypotube separation and multiple hypotube kinks and bends appear to be related to circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the device during and preparation likely caused a proximal shaft to kink. As reported, the nc trek shaft was then straightened likely resulting in the hypotube separation. The hypotube fracture faces were returned oval shaped as if the hypotube was kinked prior to the separation. The noted kinks and bends on the hypotube likely occurred post procedure or during packing for return analysis. There was no damage noted to the balloon catheter during unpacking, inspection prior to use or during preparation which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.